Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit's display was frozen. Attempted troubleshooting but the end user was not able to reboot the unit due to the patient not being able to tolerate time off of therapy. The console was switched out successfully and the attending physician contacted biomed and had them come directly to the room to remove the unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: acquiring additional information on the status of unit. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.